Event description:
The rptr stated that rptr did back to back blood glucose tests, one after the other, using the same fingerstick. Rptr's results were 118, 131 and 150 mg/dl. Rptr did not have any symptoms. A control solution test result was in range, 114 (96-146). No harm was alleged.